Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was dimensionally inspected and photographic images were made of the returned product. Evidence that product in specification when used.

Event description:
Allegedly patient has confirmed metal allergy (cocr) and this needed a revision. Surgery went well.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00416, 00418.